Manufacturer narrative:
(B)(6).

Event description:
The manufacturer was notified on 04 june 2015 that a (B)(6) male patient had a mitroflow valve (model 12a, size 27) implanted on (B)(6) 2012, and explanted after 3.2 years later. No further information provided.